Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
It was reported that the patient did not recharge their device per manufacturer guidelines. As a result, the device would not communicate with external devices, deeming it inoperable. In turn, the patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.